Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller reported patient's ins no longer works, it has been years. Patient reported to have fallen and since then the ins or system did not work. Patient has seen managing hcp about this issue and is now taking pills. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it is unknown if the issue is resolved. Device removal is not planned. The hcp has not seen the patient since (B)(6) 2020. The hcp provided medical history where it was indicated the patient had a fall recently and they said they don¿t feel the same ¿pulse¿ as she normally does. Her bladder still seems to be working and her device is set on program 2 at 2.2 stim setting. As they increased amplitude and changed setting she noted stim along her left leg but no perineal. On program 3 at setting of 2.3 she had a return of perineal stimulation that was comfortable. Her ohms valued listed below were suggestive of lead damage on 01, and 2, 3 however with nl response from c-1 and 2, 3. And 2-3. Ohms measurements c<(>&<)>0 ¿ 1302 c<(>&<)>1 ¿ 1356 c<(>&<)>2 ¿ 1205 c<(>&<)>3 ¿ 1049 0<(>&<)>1 - >4000 0<(>&<)>2 >4000 0<(>&<)>3 >4000 1<(>&<)>2 >4000 1<(>&<)>3 >4000 2<(>&<)>3 >2026 the plan was reported as follows: interstim with possible lead damage after fall but now with setting that seems to be working ¿ appropriate sensation in perinea. Will see how she does with setting change and if no sx issue then will continue to use current device. If device ceases to function well or her then consider replacement of leads. 20 min spent in adjustment and evaluation. An office visit on 2019-(B)(6) the hcp reported patient said feels like it is not pulsing the way it should be. After she fell last spring shetold hcp that another hcp said the last 2 electrodes were no longer attached. After their last adjustment they note significant improvement in their sx however over the last several months they were not able to feel the stim any longer and she is having to wear pads all the time and getting up hourly during the night. At the time of the appt the ins was currently set on program 3 0+, 2- electr odes at 2.3 amps. Upon increasing their stimulation to 2.7 program #3 she is now able to feel stim well on perineum. 2.9 is uncomfortable. Ohms has slightly increased in electrodes. C+0 = 1252 c+1 ¿ 1205 c+2 ¿ 1049 c+3 ¿ 1049 2<(>&<)>3 >4000 the plan was to have patient try this for 2-3 weeks and see if sx improve.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1bvdq serial# implanted: 2016-(B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.